Event description:
It was reported by service report that the right foot locking spindle was broken, presenting sharp edges and it was unable to lock. No pt involvement or adverse consequences are reported.